Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.

Event description:
It was reported that during a total knee arthroplasty with stryker thriathlon knee system, #4 femoral component and #5 tibial component, a 13mm tibial bearing cs component, 39mm patellar component, the tibial pins were difficult to remove and that less than a quarter inch of both tibial pins was left in the posterior tibial surface of the bone of the patient. It was reported that this event should not cause any difficulties and that there was no need to remove this small pieces of the pins from the patient's bone. The procedure was completed successfully without a clinically significant delay; it was reported that there was no medical intervention. The user facility reported this event under uf/importer report # (B)(4).